Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is 180 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and cracked belt clip slot.